Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 533 mg/dl with high ketone levels. Manual insulin injections were used to address elevated bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.